Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006.

Event description:
It was reported by the patient that there was an alert. Information from the clinic indicates the alert triggered for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The impedance returned to normal and no intervention was taken. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 2 years later, another alert was triggered for high svc coil impedance. The lead remains in use.